Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence that started 6 months prior to the revision procedure as a result of a fluid leak. The physician attempted to cycle the device with no improvement. The aus cuff, pump, and balloon was explanted.